Event description:
Event description boston scientific received information that during the implant procedure, this atrial lead perforated the atrium which caused asystole. Cardio pulmonary resuscitation was performed and the patient recovered. The lead was repositioned and implanted.